Event description:
A customer reported to beckman coulter inc. (Bci) that blood leaked under coulter lh750 hematology analyzer. It is unknown if the operator was wearing personal protective equipment. There was no blood exposure to mucous membranes, eyes, mouth, or open lesions. The operator did not seek medical attention. The msds was not reviewed. There is an exposure control or risk management plan in place at the facility. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced the check valve and repaired the leak. The root cause for this event was a hardware component.